Manufacturer narrative:
Tandem¿s t:flex user guide cautions that the t:flex system must be removed and left outside the procedure room if the following procedure will be performed: exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was undergoing a pelvic radiation procedure while the pump was being worn. Customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.